Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.